Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 502 mg/dl. The approximate sizes of the air bubbles were smaller than champagne bubbles. The customer stated that they had a big dinner which caused the high blood glucose levels. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer did not return the product back for analysis.